Event description:
It was reported that this pacemaker device exhibited premature battery depletion. Subsequent boston scientific engineering analysis of device data confirmed the battery was depleting prematurely due to high rate atrial sensing. The device was also noted to have the signal artifact monitoring (sam) software, which may also consume additional battery power. Boston scientific technical service provided guidance to the boston scientific representative to consider programming the device to a non-atrial based pacing mode, programming off the atrial lead and programming off the sam feature. The device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion. Subsequent boston scientific engineering analysis of device data confirmed the battery was depleting prematurely due to high rate atrial sensing. The device was also noted to have the signal artifact monitoring (sam) software, which may also consume additional battery power. Boston scientific technical service provided guidance to the boston scientific representative to consider programming the device to a non-atrial based pacing mode, programming off the atrial lead and programming off the sam feature. The device remains in-service. No adverse patient effects were reported.